Manufacturer narrative:
Correction: manufacturer narrative. Investigation summary:the report that the suspect pump modules under infusing of actemra (tocilizumab) was not confirmed on the log review or replicated during laboratory testing.timed rate accuracy testing was performed on the suspect pump modules. The devices were found to be delivering fluid within specification.occluder spring tests were performed on the suspect pump modules, but no signs of excessive bubbles or continuous stream were observed.the two suspect pump modules and concomitant pcu logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date was on (B)(6) 2025 at 2:20 pm.a review of the pcu error log showed at 8:39 am on (B)(6) 2025 the malfunction system with the error code 240.4150 (sensor broken high failure) on the suspect pump module (s/n: (B)(6)). No other errors or malfunctions were identified relevant to the investigation issue.the facility reported an infusion of actemra over 1 hour, medication dripping actively the whole time unclamped. At the end of the hour, about 30-40 cc of medication was still in the bag.the log analysis was performed on (B)(6) 2025, as no data was recorded on the reported event issue on any of the devices returned for investigation.at 7:39 am the suspect pump modules (sn: (B)(6)/label a) and (sn: (B)(6)/label b) were powered on and attached to the concomitant pcu.at 8:38:25 am the suspect pump module (s/n: (B)(6)) was programmed for a primary infusion of normal saline 0.9%, with rate = 120 ml/h and vtbi = 120 ml, pvi = 0 ml. The infusion lasted two (2) minutes and infused 2.01 ml.at 8:38 am the pump module (s/n: (B)(6)) alarmed for occluded patient side, pvi = 0.13 ml; five seconds later the infusion was restarted.at 8:39 am the pump modules (s/n: (B)(6)) showed a channel malfunction (error code 240.4150), pvi = 2.01 ml and infusion stopped.at 8:40 am the pump modules (s/n: (B)(6)) restored previous infusion with rate = 120 ml/h and vtbi = 117.99 ml. The infusion lasted four (4) minutes and infused 8.118 ml.from 8:44 to 8:45 the pump module (s/n: (B)(6)) was reprogrammed three times with different rates and vtbi at one minute intervals, the total delivered infusion was 13.131 ml.from 8:51:58 ¿ 8:52:08 am the pump module (s/n: (B)(6)) was reprogrammed with rate = 500 ml/h and vtbi = 250 ml; the infusion lasted thirty (30) minutes and infused 250 ml.at 9:22 am the pump module (s/n: (B)(6)) was programmed for a primary infusion of normal saline 0.9%, with rate = 20 ml/h and vtbi = 20 ml; the infusion lasted four (4) minutes and infused 1.06 ml.from 9:25:22 - 9:26:22 am the pump module (s/n: (B)(6)) was programmed for a primary infusion of actemra/tocilizumab (suspected drug to be delivered), drug amount = 65 grams, volume 650 ml with rate = 108.999 ml/h and vtbi = 650 ml; the infusion lasted almost six (6) hours and infused 635.722 ml.at 3:16:21 pm the pump module (s/n: (B)(6)) alarmed for air in line; pvi = 635.722 ml, then the infusion was stopped.at 3:16:50 pm the pump module (s/n: (B)(6)) infusion was reprogrammed to rate = 109 ml/h and vtbi = 18.94 ml. The infusion lasted five (5) minutes and infused 9.47 ml.no external or internal conditions were identified during the inspection of the suspect pump modules that could be associated with the issue reported in this complaint. All inspected components were confirmed to be manufactured by bd.the bd alaris system user manual (v12.1), states within warnings and cautions, "to prevent a potential free-flow condition. Ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door."it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered.the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2).root cause:the root cause for the reported under infusions of actemra (tocilizumab) were not identified during the investigation. Testing found the suspect pump modules to be infused within specifications.per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that bd received the following information regarding the customer's "psi": original occurrence date: (B)(6) 2025, original occurrence time: 14:20. Patient was receiving actemra infusion over 1 hour, medication dripping actively the whole time unclamped. At the end of the hour, about 30-40 ccs of medication was still in the bag. Pharmacy was made aware of the event. Pt completed infusion over 95 minutes with no adverse reaction.

Event description:
It was reported that bd received the following information regarding the customer's "psi": original occurrence date: 09/26/2025, original occurrence time: 14:20. Patient was receiving actemra infusion over 1 hour, medication dripping actively the whole time unclamped. At the end of the hour, about 30-40 ccs of medication was still in the bag. Pharmacy was made aware of the event. Pt completed infusion over 95 minutes with no adverse reaction.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that bd received the following information regarding the customer's "psi": original occurrence date: (B)(6) 2025, original occurrence time: 14:20 patient was receiving actemra infusion over 1 hour, medication dripping actively the whole time unclamped. At the end of the hour, about 30-40 ccs of medication was still in the bag. Pharmacy was made aware of the event. Pt completed infusion over 95 minutes with no adverse reaction.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the suspect pump modules under infusing of actemra (tocilizumab) was not confirmed on the log review or replicated during laboratory testing. Timed rate accuracy testing was performed on the suspect pump modules. The devices were found to be delivering fluid within specification. Occluder spring tests were performed on the suspect pump modules, but no signs of excessive bubbles or continuous stream were observed. The two suspect pump modules and concomitant pcu logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date was on 26sep2025 at 2:20 pm. A review of the pcu error log showed at 8:39 am on 22sep2025 the malfunction system with the error code 240.4150 (sensor broken high failure) on the suspect pump module (s/n: (B)(6)). No other errors or malfunctions were identified relevant to the investigation issue. The facility reported an infusion of actemra over 1 hour, medication dripping actively the whole time unclamped. At the end of the hour, about 30-40 cc of medication was still in the bag. The log analysis was performed on 22sep2025, as no data was recorded on the reported event issue on any of the devices returned for investigation. At 7:39 am the suspect pump modules (sn: (B)(6)) and (sn: (B)(6)) were powered on and attached to the concomitant pcu. At 8:38:25 am the suspect pump module (s/n: (B)(6)) was programmed for a primary infusion of normal saline 0.9%, with rate = 120 ml/h and vtbi = 120 ml, pvi = 0 ml. The infusion lasted two (2) minutes and infused 2.01 ml. At 8:38 am the pump module (s/n: (B)(6)) alarmed for occluded patient side, pvi = 0.13 ml; five seconds later the infusion was restarted. At 8:39 am the pump modules (s/n: (B)(6)) showed a channel malfunction (error code 240.4150), pvi = 2.01 ml and infusion stopped. At 8:40 am the pump modules (s/n: (B)(6)) restored previous infusion with rate = 120 ml/h and vtbi = 117.99 ml. The infusion lasted four (4) minutes and infused 8.118 ml. From 8:44 to 8:45 the pump module (s/n: (B)(6)) was reprogrammed three times with different rates and vtbi at one minute intervals, the total delivered infusion was 13.131 ml. From 8:51:58 - 8:52:08 am the pump module (s/n: (B)(6)) was reprogrammed with rate = 500 ml/h and vtbi = 250 ml; the infusion lasted thirty (30) minutes and infused 250 ml. At 9:22 am the pump module (s/n: (B)(6)) was programmed for a primary infusion of normal saline 0.9%, with rate = 20 ml/h and vtbi = 20 ml; the infusion lasted four (4) minutes and infused 1.06 ml. From 9:25:22 - 9:26:22 am the pump module (s/n: (B)(6)) was programmed for a primary infusion of actemra/tocilizumab (suspected drug to be delivered), drug amount = 65 grams, volume 650 ml_ with rate = 108.999 ml/h and vtbi = 650 ml; the infusion lasted almost six (6) hours and infused 635.722 ml. At 3:16:21 pm the pump module (s/n: (B)(6)) alarmed for air in line; pvi = 635.722 ml, then the infusion was stopped. At 3:16:50 pm the pump module (s/n: (B)(6)) infusion was reprogrammed to rate = 109 ml/h and vtbi = 18.94 ml. The infusion lasted five (5) minutes and infused 9.47 ml. No external or internal conditions were identified during the inspection of the suspect pump modules that could be associated with the issue reported in this complaint. All inspected components were confirmed to be manufactured by bd. The bd alaris system user manual (v12.1), states within warnings and cautions, "to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door." It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported under infusions of actemra (tocilizumab) were not identified during the investigation. Testing found the suspect pump modules to be infused within specifications. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.